Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a false tachycardia episode. It was reported that the patient had an magnetic resonance imaging (MRI) and experienced electromagnetic interference. The icm remains in use. No patient complications have been reported as a result of this event.